Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, as the device was approaching the tissue, the device powered off suddenly. There was no problem after the shell was reattached and set up was performed again. The firing was continued and the procedure was completed. The surgical time was extended by less than 30 minutes. There was no patient injury.